Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Total lap hyst on (B)(6) 2014. Instrument was not sealing. Rf energy was visible on tip during sealing tissue (bubbles, smoke, thermal spread). Type of vessel sealing: vessel + tissue. Tissue type: artery. Tissue was sealed under blood. Sealed vessel was dissected and fully visible. Surgeon was not sure if full vessel was clamped in jaw. Vessel was clamped diagonal. Instrument was cleaned five times during surgery. No pt injury. One hour delay in hemostasis. Complaint device was discarded.